Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The device was confirmed for an error that prevented testing,so the customer complaint was unable to be tested.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 43 mg/dl and 273 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.